Event description:
Customer reported receiving a no delivery alarm. The blood glucose reading was 368 mg/dl. Customer was assisted with performing a 5 unit fixed prime and stated that insulin did exit. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.